Manufacturer narrative:
Drive count error boundaries exceeded after movement alarm during the rewind test due to moisture damage electronic assembly. Unable verify insulin flow blocked/occlusion alarm and perform the displacement test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self test due to pump error 43 alarm. Pump received with moisture damage on the motor, battery tube, vibrator and keypad flex tail noted. No moisture damage on the keypad traces or keypad dome switches noted. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had insulin flow block alarm. Customer reported that the insulin pump kept asking to rewind the insulin pump. The old battery was leaking. No harm requiring medical intervention was reported.